Manufacturer narrative:
Failure to osseointegrate and development of infection are inherent risks of the procedure known to doctor and patient before the procedure is initiated and are dependent on many factors including the patient's age, sex, health, and social history, the type and size of the defect being grafted, and graft placement technique. These risks are increased in a patient that is a smoker in addition to the potential surgical complication of oral-nasal communication and poor quality bone. Though pepgen will remodel to one at a similar rate as natural bone in a patient, it is impossible to determine the specific resorption rate of any bone grafting material, material placed in an area of low vascularity and little osteogenic potential will take much longer to remodel to bone than if placed in a more active site. Considering this and the available information, this event does not appear to be a result of a malfunction of the device. The implant loss will be reported via asr. The device was not returned for evaluation and the lot number is not known for retained-product testing and/or DHR review. Please reference report number 1721411-2006-00238 for documentation of the event as it pertains to the pepgen p-15 flow used.510k # p990033

Event description:
Infection developed and no osseointegration was achieved after concurrent placement of pepgen p-15 flow, pepgen p-15 putty, and an implant. At the time of implant placement, it is noted by the doctor that there was a possible communication between the oral cavity and floor of the nose. Additionally, the doctor states that at uncovering, the implant failed secondary to mobility and infection in the form of peri-implantitis and osteolysis. As a result, it can be presumed that another surgical procedure would be necessary to achieve the desired results and preclude permanent damage to a body structure that would not be trivial.